Event description:
The whole pendant apparatus fell from the ceiling onto pt's legs, while lying on treatment table between treatment seilds. The pt's left shin was hit. As a result, he sustained a skin scrape and his shin became swollen, rptr immediately made sure pt was ok, called for "stat" help. Pt was removed from table and a dr saw the pt before leaving the center.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-94. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.